Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow up. Upon interrogation the pulse generator exhibited noise on the atrial channel causing inappropriate auto mode switch. Noise could not be reproduced with isometrics or by programming to unipolar. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.